Event description:
It was reported that two different programming systems were unable to communicate with a patient's device. The patient was referred for a battery replacement consultation. A battery life calculation was performed and estimated 3.9 years until neos = yes. The office was able to use the two programming systems successfully on other patients' devices. The patient did not tell the physician if she felt stimulation or not. Further information was received from the patient, who stated that the neurologist told her nothing was wrong with the patient's device and that there would not be a need for a replacement. However, this was not confirmed by the physician. No further relevant information has been received to date.

Event description:
The patient's device was able to be communicated with successfully. Diagnostics were within normal limits. The cause of the failure to program was most likely electro-magnetic interference. No further relevant information has been received to date.